Event description:
Report received of a total separation of the clave port from the tubing extension set. It was reported that a patient was receiving cordarone via a peripheral line when the separation occurred. The nurse reported an unspecified amount of fluid leaked on the floor and there was an unspecified amount of bleed back into the tubing set. The patient's IV access line remained patent. It was not known how long the set had been in use but it was reported that the facility does not use the sets longer than 96 hours. There was no report of patient harm or change in the patient's vital signs. The tubing set was changed to a new set and the infusion continued without problems. The patient did not experience any adverse effects. No additional patient information was available, although requested.